Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
Evaluation of the returned device and review of the data log confirmed the intermittent out of range. Data was received 08/26/2013.